Manufacturer narrative:
The device log was downloaded and sent in to the manufacturer. Log analysis confirmed that the potentiometer to adjust the maximum pressure had failed. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. In (B)(6) 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The customer has received this safety notice and the concerned competent authorities have been informed when this action was started.

Event description:
It was reported that the device failed during ventilation and displayed the error message "inform service¿. No injury has been reported.